Manufacturer narrative:
The reported premature battery depletion was not confirmed. A longevity calculation was found to be within normal estimations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the device was explanted due to suspected premature battery depletion.